Event description:
It was reported that the customer's insulin pump was chewed and completely destroyed by his dog. He was connected to the insulin pump at time of the incident. The customer's blood glucose level was 159 mg/dl. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Insulin pump was received with dog chew marks at reservoir tube lip and end cap area. Unit had broken off the end cap, missing end cap sticker, and broken keypad traces. No physical damage to electronic assembly noted. Unable to perform displacement test due to broken keypad traces.